Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that a 6f angio-seal vip was selected for closure following a right and left catheterization, myocardial biopsy, and coronary angiogram which were performed on (B)(6) 2011. The pt had been hospitalized since (B)(6) 2011 for diagnosis of dyspnea and possible myocarditis. Multiple diagnostic procedures were performed including electrocardiograms, blood gases, laboratory blood samples, ultrasounds, echocardiogram, and radiographs prior to the cardiac catheterization. After angio-seal deployment in the right femoral arteriotomy, the pt experienced bleeding outside of the procedure room which was treated with manual compression. The pt later developed a tingling paresthesia in her leg. The leg was examined regularly over the next couple of days and was warm with no evidence of an occlusion. A cardiac MRI was performed (B)(6) 2011. On (B)(6) 2011, the pt experienced one foot cooler than the other one, thus a duplex ultrasound and pelvis and lower leg extremity CT angiogram were performed. The tests revealed a right superficial femoral artery occlusion below the inguinal ligament, and multiple plaque formations and calcifications in the aorta and lower extremity arterial supply. The pt was referred to a specialist for further treatment and surgery was performed. The pt has reportedly discharged and is recovering. Add'l info has been requested.